Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2020-01877. As reported, the balloon of two (2) 5f mynxgrip vascular closure devices (vcd) would not maintain after inflation. The balloon would deflate before ever pulling back on the device. There was no reported patient injury. The devices were used in the patient. The devices were stored as per labeling and opened in sterile field. The mynx were prepped according to the instruction for use (IFU). A competitor's sheath was used. No other information was provided. The product was returned for analysis. Non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2014101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ were confirmed during the analysis of both devices. The exact cause of the reported events could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported events as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two (2) 5f mynxgrip vascular closure device (vcd) would not maintain after inflation. The balloon would deflate before ever pulling back on the device. There was no reported patient injury. The devices were used in patient. The devices were stored as per labeling and opened in sterile field. The mynx was prepped according to the instruction for use (IFU) and a competitor's sheath was used. The devices are expected to be returned for evaluation. No other information was provided.